Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set leakage event on (B)(6) 2025 and the patient was treated with correction bolus via pump. No further information available